Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set experienced simultaneous flow when using the device with a non-baxter primary set. The reporter stated that there were times when the drip chambers of both solution bags were running at the same time, and solution was believed to be flowing from both the primary and secondary sets. The rate of flow was under or near 200ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.